Manufacturer narrative:
This report is submitted on may 10, 2023.

Event description:
Per the clinic, the device was explanted on march 31, 2023, due to performance decrement. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis has indicated device failure. This report is submitted on june 14, 2023.